Manufacturer narrative:
This toothbrush is part of recall number z-2098-2012. Contract manufacturer: trisa (B)(4). The handle and charger were made at the following location. Contract manufacturer: hayco ltd (B)(4).

Event description:
Consumer reports malfunction. Motor caught fire as it was plugged into the wall. There was smoke in the bathroom. No injury associated with malfunction.

Manufacturer narrative:
Lot codes: handle dd9318l1, charger dd9318l1. Manufacture dates: handle 11/14/2009, charger 11/14/2009.